Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input 37 grams of carbohydrates and a blood glucose (bg) level of 280mg/dl and the pump calculated a bolus of over 40 units which was too large. Tandem technical support (cts) reviewed the pump's settings and verified that the pump had calculated the correct bolus amount based on the settings. Cts reviewed the pump's t: connect settings and found that the customer had incorrectly entered the carb ratio on the pump leading to a too large of a bolus being calculated based on the customer's entry error in inputting the carb ratio. Reportedly, the contact confirmed all of the pump settings using their old pump.